Manufacturer narrative:
Concomitant medical products: 97714 ipg, implanted (B)(6) 2016; 977a260 lead (x2), implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing extracardiac stimulation from the left ventricular (lv) lead in all pacing configurations. The lead was reprogrammed and later turned off. The lead subsequently exhibited low pacing impedance for the most recently programmed configuration. The clinician planned to turn off the alert for low impedance. The lead remains in the patient. No further patient complications have been reported as a result of this event.